Event description:
Customer reports lowered aptt results when running hemosil synthasil (aptt assay) on their acl top instrument. When the sample is run again with no reagent change, the result is normal. They observe that when controls are run in duplicate, the % maximum difference for the replicates is exceeded. Flag = %max difference of reps exceeded. Sample (B)(6) repeated. There was no reported adverse event.

Manufacturer narrative:
This complaint was originally assessed to not qualify as a potentially reportable incident. However, based on further info reviewed for potential risk on (B)(4) 2013, this complaint was determined to be reportable and is currently under investigation. A f/u report will be filed once a conclusion is determined from this investigation.